Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate shocks and a request for technical review was needed. Technical services (ts) reviewed the historical information and in clinic follow up via remote monitoring system and discussed possible reasons the patient may have received the reported inappropriate shocks. Ts noted that since (B)(6) 2019 no further events were recorded and the device remains programmed to the secondary sensing vector. This s-ICD was explanted due to an infection and hematoma after the patient received a kick in the area of the device during martial arts practice, and a new device was implanted and programmed to the secondary sensing vector. No adverse patient effects were reported.